Event description:
It was reported that the centrifugal pump was noisy. There were no reported adverse consequences to the patient as a result of this event. Note: the date of the event was not reported.

Manufacturer narrative:
Evaluation in progress, but not concluded.